Event description:
It was reported, the patient experiences over-stimulation at the lead site. The patient indicated, she feels the over-stimulation at the lead and then through her right arm. Diagnostic testing revealed invalid impedance readings. Reprogramming was able to provide effective coverage. X-rays were taken and revealed a bend in the lead. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.